Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced a hematoma and bleeding. In addition, also a knotted catheter issue occurred. The device evaluation was completed on 04-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed that the shaft was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The shaft bent observed could be related to the knotted issue reported by the customer, the complaint was confirmed. The potential cause of the bent in the shaft could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered; inspect the sterile packaging and catheter prior to use. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced vascular injury due to knotted catheter. There was a kinked catheter following a loop in the aorta. It was reported that the clinical consequence was arterial compression. Additional information was received on 18-jul-2025. The catheter was broken and looped in the patient's femoral artery. The procedure continued by transseptal route. Additional information was received on 21-jul-2025. Intervention provided was vtach. The physician's opinion on the cause of the adverse event was catheter malfunction due to manipulation. The kink was found close to the handle and was reported to be a vascular risk to remove the loop. There were no exposure of components or sharp edges and no detached components. There was no difficulty during the procedure maneuvering the catheter but there was difficulty to remove the loop. It was reported that patient fully recovered. Additional information was received on 31-jul-2025. The looped catheter was removed by pulling on the catheter, the patient did not need surgery. The knotted catheter was assessed as a MDR reportable malfunction. The adverse event was assessed as a MDR reportable serious injury.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial, reported an MDR reportable serious injury of a ¿vascular injury¿ and a MDR reportable malfunction of a ¿knotted catheter¿. Additional information was received on 08-aug-2025, clarifying that the artery was bleeding around the desilet (arrow 9fr) and caused a hematoma. There was no lengthening of hospitalization. Therefore, the coding has been updated under the following: - h6. Health effect - clinical code from perforation of vessels (e0511) to hematoma (e0505) and hemorrhage/bleeding (e0506) - h6. Health effect - impact code from insufficient information (f24) to minor injury/illness/impairment (f11) -h6. Medical device problem code from patient device interaction problem (a01) to appropriate term/code not available (a27) the adverse event was reassessed from serious injury to patient event non serious ;therefore, h6. Investigation findings code of ¿appropriate term/code not available¿ represents patient event-non serious". The ¿knotted catheter¿ issue remains assessed as a MDR reportable malfunction. Therefore, h1. Type of reportable event was updated to reflect "malfunction". In addition, provided additional concomitant product. Therefore, updated the d10. Concomitant medical products and therapy dates section. The bwi product analysis lab received the device for evaluation on 11-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).